Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using seven perclose proglide devices. Reportedly, during deployment, an unspecified malfunction occurred with seven proglide devices sequentially. An eighth proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was not specified; therefore, it is not possible to determine if the operator completed training in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: during attempts to obtain further details of the reported experience the customer was unable to confirm any incidents reported involving perclose proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.the six other perclose proglide devices are being filed under a separate medwatch manufacturer report numbers.